Manufacturer narrative:
We have requested the product be returned to the manufacturer. To date we have not received the product.

Event description:
The consumer claims that the product had caught on fire.